Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign country - turkey. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported bristle found in the package of the product. There were no signs of expulsion, battery pack melting or leaking. The event timing was during surgery. There was no harm or delay reported. No adverse events were reported as a result of this malfunction due diligence is complete and there is no additional event information available.